Manufacturer narrative:
One device was returned for repair with complaint that the pump displayed a motor error message. No service history found in last 12 months. Review of event log found motor rate error. Visual and functional testing was performed. Motor rate error was verified and duplicated by motor drive test. The problem is caused by worn out motor. To correct issue, replaced leadscrew, worm coupling, worm gear, clutch and motor. Device passed all testing post repair.

Event description:
It was reported that pump displayed a motor error message. There was no patient involvement.